Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint february 03, 2015. Device evaluation was completed on february 16, 2015. The test strips passed testing. However a secondary issue was noted, the test strips were tested with control solution, an error 5 was observed with no assignable cause found. The meter was also returned and tested, the complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed the meter was reading inaccurately high on (B)(6) 2014, at 6:15pm, when she obtained a blood glucose result of ¿306 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine as a result of reading she obtained. She also denied developing any symptoms as a result of the issue. She reported, at 6:15pm on (B)(6) 2014, she administered 7 units of humalog u100. She denied using any other device to test her blood glucose levels. During troubleshooting, it was established that the patient¿s test strips had been stored correctly and the meter was set to the correct unit of measure. The patient did not have control solution available to test the meter and strips. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury, nor did she receive medical intervention for any symptoms of an acute diabetes excursion.

Manufacturer narrative:
See incident description for device evaluation.